Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were any cultures taken? Results? Unknown please describe how the adhesive was applied. Unknown how was the wound cleaned and dried prior to dermabond application? Yes what prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing was used? No is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth, bmi? Unknown patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Is product available to return for analysis? No.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Unknown. What is the procedure date? Unknown. What date did the reaction occur on? Unknown. What does the reaction look like and how large of an area does the reaction cover? Red, raised rash around the area of dermabond application. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed and patient prescribed oral and topical steroids. If medication was required, please clarify if it was prescription strength. Prescription strength. Can you identify the lot number of the product that was used? Unknown. What is the most current patient status? Recovered and at home with no further issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During a post-operation check-up, the attending physician said that the patient experienced various skin reactions to the topical skin adhesive. Additional information was requested.